Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
As per sales rep vm message: no stryker rep for this case. It was reported that the simplex hv cement set up prematurely. Doctor was cementing in a stem and was only able to get the implant about half way in. Had to revise the implant that caused the patient femoral fracture. Not a stryker surgeon. No stryker products except for the cement. Doctor had to go back the next day and re-implant the implant.